Event description:
It was reported that the pump touchscreen was cracked, causing the customer to be unable to use the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.